Event description:
It was reported that at the implant procedure post fixation, the right ventricular lead had high thresholds and impedance measurements so the physician opted to reposition the lead. At the new location, the helix would not screw out. The lead was removed and replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) helix disengaged from helical channel, turns to extend/retract helix exceeds specificaiton, tip seal observation, and blood noted on helix and distal conductor; full lead returned and analyzed.